Event description:
It was reported that pump repeatedly displayed continuous glucose monitor error messages. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and switch to alternate insulin method if necessary, while technical support arranged shipment of replacement pump under warranty, confirmed shipping details, instructed customer to place pump in storage mode and return it within specified time frame using provided materials, and advised customer to reenter pump settings and reconnect continuous glucose monitor once replacement pump was received.